Event description:
Boston scientific crm received information that this lead was exhibiting poor sensing and threshold measurements, therefore, the physician elected to replace the leads. Clavicular crush was noted during the procedure. The lead was successfully explanted and replaced. The leads were discarded at this hospital and will not be returned. As the reported event date occurs after the explant date, neither dates have been included.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.